Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during fill and setup the insulin connector was attached to the cartridge outside the ilet, resulting in insulin leakage at the connector and subsequent hyperglycemia; bent cannulas and multiple wasted infusion supplies were also reported, and troubleshooting and education were provided to instruct insertion of the cartridge into the ilet before attaching the connector. Symptoms included elevated blood glucose up to 305 mg/dl without acute clinical effects. Outcomes included prolonged hyperglycemia outside target for most of the day without use of backup therapy and without medical intervention; ketones were checked and the user followed a ketone action plan. Investigation included customer interview, troubleshooting, and user education. Investigation of this case revealed user handling error related to assembly sequence and possible infusion set cannula deformation leading to insulin delivery failure and leakage. It was concluded that the event was attributable to user technique causing connector leakage and ineffective insulin delivery, with device alarms not reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.